Event description:
Covidien received info stating that while in use on a pt an 840 ventilator had a device alert. The ventilation was not interrupted. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injury as a result of the vent. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacement of the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer reported that the repair has not been completed as he is waiting for a purchase order approval. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).